Event description:
The user reported that the model 3100a stopped oscillating twice, while treating an infant, without loss of mean airway pressure and with alarms activated. The pt was placed on another 3100a apparently without any compromise.